Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an event of hyperglycemia on 08-jan-2026. Blood glucose level at the time of event was high and patient was treated with correction bolus via pump. Patient also stated that insulin was not observed at the end of tubing. No further information available.